Manufacturer narrative:
No medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that while priming the catheter, it was noted to being leaking from the proximal area. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the first complaint reported for this lot number and issue to date. The quantity affected is one unit. Investigation summary: one hickman 7fr d/l catheter with peel apart introducer kit for evaluation. Visual inspection noted a complete circumferential break just proximal to the catheter/tunneler connection point. Therefore, the investigation is unconfirmed for the alleged leak and confirmed for a subcutaneous break without embolism. The definitive root cause could not be determined based upon the available information. It is unknown if patient and/or procedural issues contributed to the reported event. Labeling review: the instructions for use (IFU) that was included with the product prescribes the proper method of implantation for this device to prevent undue injury to the patient and damage to the product. On site care instructions states to use alcohol wipes during cleanings. (Expiration date: 11/2021).

Event description:
It was reported that while priming the catheter, it was noted to being leaking from the proximal area. There was no reported patient injury.